Manufacturer narrative:
Product event summary: analysis found that the device was working normally. It was recommended that the device be calibrated but the price quotation was rejected by the customer, so the device was returned to the customer un-repaired. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a knob was not working. The external pulse generator (epg) was returned for servicing. There was no patient I nvolvement.